Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed electrical safety testing at the oxygen inlet. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 27mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to take out the mounting screws and remove the loctite off and re-test the unit. The customer reported removing the loctite adhesive and cleaning the threads of the oxygen inlet mounting bolts resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.